Event description:
This initial spontaneous case report was received on 13-oct-2016 from a lawyer in the united states, on behalf of a plaintiff female consumer of unspecified age who had essure (fallopian tube occlusion insert) coils implanted in (B)(6) 2009 for permanent sterilization. Approximately three months after her essure procedure, hsg test was performed. Over the following months and years after implantation the consumer began experiencing severe, lower abdominal/pelvic pain, abnormal, heavy menstrual bleeding, and severe cramping. Due to the excessive bleeding, the consumer had to undergo an uterine ablation in early 2009. Upon information and belief, the consumer continued to seek treatment and will likely need surgical removal of the essure devices. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal, heavy menstrual bleeding/excessive bleeding. Due to this bleeding, a uterine ablation was performed. The event, seen as menorrhagia, is anticipated in the reference safety information for essure. Abnormal genital bleeding/ menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported event and essure cannot be excluded. Since an intervention was required, this case is regarded as incident. In addition, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information received on 17-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal, heavy menstrual bleeding/excessive bleeding. Due to this bleeding, a uterine ablation was performed. The event, seen as menorrhagia, is anticipated in the reference safety information for essure. Abnormal genital bleeding/ menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported event and essure cannot be excluded. Since an intervention was required, this case is regarded as incident. In addition, non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.